Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.

Event description:
It was reported that vasospasm, pneumothorax and hemorrhage occurred requiring intervention. An icesphere 90 degree needle was selected for a cryoablation procedure to treat a malignant lung tumor. The cryoablation was completed as described in the textbook, and CT images confirmed bleeding within the pleural cavity after the needle was removed. Almost simultaneously, the patient complained of severe chest pain, and due to elevated blood pressure and st depression, myocardial infarction was suspected. However, while emergency physicians and cardiologists monitored the patient, the patient condition stabilized and a myocardial infarction was ruled out. The physician noted that the chest pain due to coronary artery spasm is a possibility. Contrast-enhanced CT scans were taken to confirm the bleeding site, and it was confirmed that the bleeding in the pleural cavity had stopped. Additionally, a day after treatment, it was reported that the patient presented signs of pneumothorax on imaging, and a drainage tube was therefore inserted. However, the patient was reportedly asymptomatic. There were no further complications reported.